Event description:
It was reported that during a procedure to treat an un-deployed stent in the mid left circumflex (lcx) artery from a prior procedure in (B)(6) 2012. The stent was crushed against the wall with another stent. A stent was then placed in the proximal stent. This stent was dilated with a noncompliant balloon. After dilatation, there was noted to be a dissection with possible posterior hematoma. The graftmaster stent was placed in the proximal lcx. It was observed that the stent was not long enough to cover the dissection; therefore, another covered stent was placed in the mid-left circumflex, just distal to the initial stent with overlap. One more balloon was used to dilate the distal stent. There was one more resolute stent placed distal to the last covered stent to tack up any remaining flap. The patient left the procedure room in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.